Manufacturer narrative:
An event of a cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an avnrt procedure, a cardiac perforation occurred requiring a pericardiocentesis. During the procedure, when ablation was being performed there was an increase in contact force of over 40g noted. The patient became hypotensive, and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.